Event description:
A pt reported experiencing inaccurate low results with a lifescan, surestep enhanced meter. The pt's blood glucose results were 189mg/dl vs. 244 lab. Tests were done within 11-20 mins with a difference of 23%. Pt did not experience any advere events.